Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown. One day after the onset, the patient was hospitalized for the peritonitis. On the same day as the hospitalization, the patient was treated with vancomycin (1 gram, daily, intraperitoneally [ip]) for the peritonitis. The treatment with vancomycin was stopped after nine days. At the time of this report, the patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 3 of 4 involved in this event.